Event description:
It was reported that a decrease in impedance, loss of capture and low sensing were observed. Fluoroscopy and echography revealed that the lead had perforated. The lead was explanted when repositioning was unsuccessful.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification.